Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty printed circuit board was a result of a failure to the operational amplifier. There has since been a design change to the operational amplifier circuit to prevent reoccurrence.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿getting a black image and getting an octagon mask where the image should be¿ was confirmed. There was no image found with the 180 scope as it out of phase. The units connector latch was found worn out causing a loss of image when the pigtail was wiggled. The unit¿s patient board set and printed circuit board was found faulty. There were scratches noted on the unit¿s top cover. The unit was equipped with outdated software. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, a mask or a black image where the image should be displayed. There was no patient involvement reported.